Event description:
During a right total knee replacement, a 5/11mm stryker plastic insert trial broke (ref #5530-t-511b). It appeared to be a clean break, both pieces of trial recovered. Intra-op x-ray obtained. The radiology attending, spoke to primary surgeon confirming that no foreign body was retained.